Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of unidentifiable material deposits was confirmed. In addition, the distal end was identified as reportable malfunction due to being burned. Based on the results of the investigation, it was identified that the mineral deposits were due to no electrical continuity caused by damage on the distal end of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the reprocessing cycle had to be cancelled twice on the bronchovideoscope due to unidentifiable material deposits that were found. There was no patient involvement.